Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and opening striated in the anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening posterior side assessed as an unidentified (tear) opening. A striated edge opening (more than three) on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.